Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm in length, eccentric, de novo target lesion was located in the non-tortuous, mildly calcified, 5mm in diameter left main artery. Following pre-dilatation, a 20 x 4.00 promus premier stent was deployed at the target lesion. Post-dilatation was performed using 3 non-bsc balloon catheters; however, stent fracture was observed. The procedure was completed by deploying another stent. No patient complications were reported.